Event description:
Revision surgery - due to broken baseplate screw.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2023-00902; 508-32-204, s801 - device cracked/broke, revision surgery; surgical - quality complaints if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.